Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-02840. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). Predilation was performed with a 2.0 and a 2.5mm emerge balloon catheters. Two 4.00 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system were selected to treat the lesion. After multiple attempts, the device failed to cross the lesion. During removal of both stents, it was noted that the middle of the stent struts were flipped up. Both device were removed intact. The procedure was completed with a 3.5x38mm synergy stent. No patient complications were reported and the patient's status was stable.